Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported she was in the hospital as she was going to have bladder and rectum surgical procedure performed (B)(6) and needed to turn stimulation off. The patient indicated that her bladder has dropped and it was worse and her rectum has dropped as well and that was the reason for the surgery. When asked if related patient reported she has a combination of things and said that patient didn't plan to have surgery at this time. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.